Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the helix was stuck inside lead tip after a couple of lead repositionings. The is-1 connector pin appeared unstable and floppy. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If . Additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction to the facility field for the health professional flag, unchecked. Evaluation summary: (B)(4): helix disengaged from helical channel, full lead was returned for analysis. The helix will not extend due to being over-retracted.